Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in denamark. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during maitenance, the electronic gas blender displayed error associated to a discrepancy between the actual and set gas flow value (e19). Unit will be returned to manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Error confirmed, mass flow controllers for o2 and air mass flow sensor were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2011 and no other similar events have been reported. As per the collected information, the root cause of the event can be traced back to mass flow controllers that failed over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.